Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was also reported that the lead was explanted and replaced.

Manufacturer narrative:
Product event summary - the proximal segment of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that there was an impedance alert for the right ventricular lead. The lead has had a progressive rise in impedance and is now high. There has also been a rise in threshold. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.